Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant, falsely high total human chorionic gonadotropin (thcg) patient sample test result was obtained on an atellica im 1600 instrument. The customer reportedly performed contamination testing. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse analyzed the instrument and reported that no issues were found with the instrument. The cause of the discordant, falsely high thcg is unknown. No further evaluation of this device is required.

Event description:
A discordant, falsely high total human chorionic gonadotropin (thcg) patient sample test result was obtained on an atellica im 1600 instrument. The initial result was reported to the physician(s). The same patient was redrawn, with a new sid, two days later and tested for thcg giving a lower test result. The original sample was repeated on the same atellica im 1600 and on another atellica im 1600 instrument. The repeat results on the original sample matched the initial result on the new sample. The second sample initial test result was reported to the physician(s). It is unknown if the repeat results from the original sample were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high thcg test result.